Event description:
On (B)(6) 2011, the pt reported the display of her infusion device is scratched because she carries the device in her bra and not in a case. She stated the scratches affect her ability to view basal rates. Due to the scratches she is also unable to read the device serial number. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.